Event description:
Ous MDR - tiny puncture would in lateral pole (around the pocket area) due to device implantation. The data of explant was not provided. This was all the info that was provided to us. Attempts to obtain clarification have been unsuccessful. If additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.